Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The clinical investigator reported via phone call that the customer was hospitalized on (B)(6) 2020 for high blood glucose and diabetic ketoacidosis. Blood glucose reading was 337 mg/dl. It was unknown that how customer treated for high blood glucose in the hospital. The insulin pump will not be returned for analysis.